Event description:
It was reported that the device was used during an appendectomy. It did not staple and the cartridge fell out into the abdomen. The cartridge was retrieved. The surgeon sutured the anatomy to complete the case.

Manufacturer narrative:
Date sent: 06/05/2007. Infor anticipated, but unavailable at this time.